Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no error were observed during control solution testing.

Manufacturer narrative:
The customer' products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading on his freestyle insulinx glucose meter in comparison to a reading from a paramedic's meter. The customer reported that on (B)(6) 2016 at 9:25 am he obtained a reading of 5.5 mmol/l (99 mg/dl) on his freestyle insulinx meter. The customer was at work, and experienced symptoms he described as "sweating and incoherent, and could not answer any question that was asked of him." Paramedics were called and tested the customer with their meter, receiving reading of 1.9 mmol/l (34 mg/dl) at 9:35am. The customer was treated with an unspecified "IV" and glucose gel by the paramedics, who transported him to a hospital where he was reportedly diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.